Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test could not be performed due to no button response. It also had a scratched display window and cracked case at display window upper left, lower left and lower right corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was over 300 mg/dl. It was stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.